Event description:
As reported (B)(6) 2015, male patient of unknown age presented for an microwave procedure of the liver. When prepping for the procedure, the treating physician noted the tip of the applicator probe appeared to be bent. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no permanent harm or injury due to this event as the defective disposable device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for the product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint# (B)(4).